Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the infusion set tubing. Reportedly, the customer's blood glucose level was impacted. However, an exact value was not provided. The customer declined troubleshooting with tandem's technical support.